Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. Upon testing the fluid path, the cannula was measured to be out of specifications. Because the tip of the soft cannula was torn, fluid did not exit the entire fluid path as intended. No timeouts, drive stalls, or alarms were observed in the download data that would indicate any failure of the device to deliver insulin. The exact cause and timing of the damage could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 290 mg/dl. The pod was worn on the patient's abdomen for longer than 48 hours. As treatment, a new pod was applied.